Manufacturer narrative:
D4: primary unique device identified (UDI) number - full UDI number is not applicable for this product as it was manufactured prior to the implementation of UDI requirements. H3: device evaluation - although information indicates that the product is available for evaluation, it has not be received to date. Review of device history records found six (6) pieces of lot: 1271im released for distribution on 3/19/2015 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time. Should the product be received a follow-up medwatch report will be filed when the investigation is complete.

Event description:
It was reported that a procedure was performed on (B)(6) 2026. During use, the cutting head portion of the paddle shaver 50mml x 10mmh (23-9029-03) broke off. The tip piece was easily removed and the procedure was completed successfully. There was no patient injury or delay the procedure.